Event description:
The patient came in reporting pain and instability and the cause is unknown. About 2 years after the primary surgery, the surgeon revised the patient by converting the reverse shoulder to a hemi-shoulder arthroplasty. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2008848: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-nov-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implants: batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0178 glenosphere 32xø24.5 (k170452) lot. 183799a lot 183799a: (B)(4) items manufactured and released on 26-jan-2021. Expiration date: 2026-jan-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0190 threaded glenoid baseplate ø24.5x25 (k171058 ) lot. 1904748 lot 1904748: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-nov-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2003795 lot 2003795: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-nov-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.